Event description:
It has been reported to philips that system would not boot up. It would freeze at 0:00. The system use at the time of event was not in clinical use. There was no harm reported. A philips field service engineer replaced the rbg media wall, and returned the system to use in a good working condition. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips remote service engineer (rse) connected with the customer remotely and found that system was not booting up. After reviewing log file, rse found the system reported flex vision monitoring failed and it not connected to rgb media wall. Rse has restarted the system several times and disconnected power to the breaker; however, the problem persists. Upon inspection of the b cabinet, rse confirmed that the issue has been traced to the rgb media wall. To resolve the issue rse asked the customer replaced the rgb media wall. After replacement of the rgb media wall, the system returned to use in good working order. The codes were updated based on the investigation outcome.